Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt was trying to recharge their ins and saw an informational por and turning pt's stimulation back on. Pss walked pt through clearing the por on their pp and pt confirmed they were able to continue recharging as expected. The troubleshooting steps that were taken on the call resolved the issue. See case # (B)(4) for the report of a previously frayed cord. No patient symptoms were reported.